Event description:
It was reported that the atrial channel on the external pulse generator was damaged. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken. Analysis also found that the upper and lower cases and ring cover were broken, the knobs and battery drawer were contaminated, the side bail cover, side bail and ring are missing, the case screw on the side bail was the incorrect screw and the keyboard was damaged. (B)(4).